Manufacturer narrative:
The device returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the micro switch was fractured, the spare lamp holder was broken, but the spare lamp can light up, the front panel was aging and a e200 error. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, e200 error on the visera elite xenon light source during an unspecified procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, e200 error was not reproduced. It was estimated that the error code e200, which is a filter (turret) error, was displayed due to the failure of the micro switch used in the turret unit. The cause of the microswitch failure could not be identified. Olympus will continue to monitor field performance for this device.